Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument wire got broken at the end of the procedure. There were no injuries and no tissue was grasped. The instrument had five lives left. The procedure was completed successfully with no reported injury.